Event description:
The following was reported to davol: it was reported that during a revision procedure for a hernia recurrence, the surgeon noted that a previously placed mesh had contracted and had adhesions to the bowel. The contracted mesh was explanted in order to repair and reduce the hernia.

Manufacturer narrative:
The implant records are not available, nor were product identifiers provided, however the device in question is alleged to be a bard composix mesh. Photo images of the explanted device were provided. The photos show a device in a contaminated state with a small amount of tissue attachment. Recurrence and adhesions are both known possible complications listed in the IFU. Without a lot number a review of the manufacturing records could not be conducted. Based on the limited information provided, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the hernia recurrence.